Event description:
During a remote follow-up, episodes of myopotential oversensing and undersensing were observed on the device. Technical support was contacted and gave reprogramming recommendations. No intervention has been performed at this time. The patient was stable.

Event description:
Additional information was received that isometric testing was performed and oversensing was provoked. The patient will continue to be monitored.